Event description:
The customer reported being hospitalized. The customer had a bad stomach bug for the past week and was having issues with diarrhea. The customer stated that she woke feeling dizzy, tired, and had migraines from sunlight and high blood glucose. When the customer arrived to her mother's house she started vomiting and the paramedics were called. The caller stated that something similar happened back in 2011, and she almost was placed on life support. The caller mentioned having no delivery alarms, and the doctor was blaming on the insulin pump for the alarms. The customer was treated with an insulin drip and was also given manual injections at the hospital because even while she was off the device, her sugar level was still high in the 400mg/dl range. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.